Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a high blood glucose. Customer¿s blood glucose level was 400 mg/dl. Customer current blood glucose was 122 mg/dl. Customer treated with insulin pump for high blood glucose. Customer stated that the cannula was bent. The product will not return for the analysis.